Event description:
It was reported that during peritoneal dialysis (pd) therapy on the homechoice (hc) machine during drain 2 of 3 a home patient (hp) experienced air in tubing without an alarm. The hp stated that there were air bubbles in the line. A baxter technical service representative (tsr) assisted the hp to cycle the power to end the therapy. The tsr advised the hp to contact their pd nurse (pdn) to let pdn know of the event. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the air bubbles in the patient line was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.